Event description:
It was reported the device was used during a low anterior resection without incidence. Anastomosis was checked for leaks and was negative. Pt returned to surgery on fifth day post op with stomach distension and a CT scan showing a small anastomotic leak. Returned to surgery where surgeon discovered a staple missing on or near the anastomosis on posterior side.